Event description:
It was reported that 4 bd texium¿ closed male luers with female caps experienced leakage. The following information was provided by the initial reporter: drug leak from male luer entry. During bolus infusion with, the texium connector leaked drug from the PICC luer-lock connection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/22/2022. H.6. Investigation: five 10012241 samples were received in sealed packaging from lot 20115087. No connecting products were received to assist the investigation in this instance. Pressure testing was performed by connecting the female luer of the 10012241 samples to a 50ml bd plastipak syringe, and the male luer to various female luers from bd stock; no leakage was observed from the connection of the texium throughout testing. A review of the production records for lot 20115087 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The customer¿s experience was not confirmed in this instance. Testing of the returned samples and a review of the production records did not identify any product defects or quality deviations during assembly. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported leakage. H3 other text : see h.10.

Event description:
It was reported that 4 bd texium¿ closed male luers with female caps experienced leakage. The following information was provided by the initial reporter: drug leak from male luer entry. During bolus infusion with, the texium connector leaked drug from the PICC luer-lock connection.